Event description:
The physician intended to use a protégé stent during procedure to treat the mid sfa. The lesion was not pre-dilated. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. The stent entered the patient. The device did not fragment but the catheter did separate and the wire came through the side of the catheter. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device. Excessive force was not used. The device was removed through sheath. Another stent was opened to complete the procedure. The hospital discarded the stent. There was no patient symptoms or complications associated with this event.